Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause for the reported unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping) cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Event description:
This will be filed to report a clip that failed to establish final arm angle (efaa). It was reported that during device preparation of a mitraclip procedure, the xt clip failed efaa. The clip jumped opened one full turn from closed to 60 degrees. The clip was replaced with an xtw to complete the procedure. There was no patient involved and no clinically significant delay. No additional information was provided.